Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, h3 - evaluation of the returned software logs identified pulse audio errors followed by watchdog errors in syslog. Codes b01, c10, d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting up the system the screen displayed scrolling linux commands with multiple instances stating "a start job is running". A hard reboot resolved issue. There was no patient involvement.